Event description:
Literature was reviewed regarding laser in situ fenestrated endograft (life) repair of complex aortic arch pathology: early outcomes from the multicenter life registry. The time frame of this study was over 5 years. Multiple manufacturer¿s devices were used in the study population. The following medtronic devices were used: medtronic valiant captivia thoracic stent graft medtronic valiant navion thoracic stent graft. Among patient adverse events included: stroke, ischemic and embolic stroke, respiratory failure, renal function decline, access complications, thrombosis, target vessel instability events, multisystem organ failure, infection, explant, ischemia, and reinterventions. Patient deaths were reported, however there was no information to suggest any medtronic device failure caused or contributed to a death. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Citation: brant w. Ullery, fanny alie-cusson,gregory a. Magee,. Laser in situ fenestrated endograft (life) repair of complex aortic arch pathology: early outcomes from the multicenter life registry. Journal of vascular surgery 2026. Doi.org/10.1016/j.jvs.2025.09.056 earliest date of publication used for date of event. A2: mean age a3: mean gender no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.